Event description:
It was reported that during an excelsius gps cervical case with extension to c2/c1 superiorly and to c7, t1, and t2 inferiorly. The old construct was at c3-c5. The c1-c2 screws were placed accurately and confirmed with the control scan. After placement of the c7-t2 k-wires and completion of a control scan, the c7 right-sided trajectory was found to be medial. The surgeon corrected the trajectory using the traditional technique. All other screws were placed correctly. It should be noted that navigation accuracy was checked multiple times during the procedure and was confirmed to be accurate throughout the case. The surgeon also reported that in the last couple of cases he experienced similar inaccuracy with left-sided screws.

Manufacturer narrative:
The device was unavailable for evaluation. No determinations could be made as to the cause of the reported issue.